Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I result was obtained from a single patient sample using vitros troponin I es (tropi es) reagent lot 3690 on a vitros eciq immunodiagnostic system. The magnitude of bias of the vitros tropi es result meets potential health and safety criteria and is reportable. The assignable cause of the event is an instrument issue related to incubator contamination. An ortho field engineer (fe) found contamination within the microwell incubator of the vitros eciq immunodiagnostic system as well as on some of the sample trays. The fe performed service actions on the instrument that included cleaning the incubator rings, adjusting the outer ring, inner ring, well wash, signal reagent and reagent metering. The fe also adjusted the well dispenser top pack alignment sensor and cleaned the sample trays. Quality control results obtained after completed service actions indicate that the performance of the vitros eciq immunodiagnostic system has been returned to expectations. As vitros tropi es reagent lot 3690 was recently put into routine use by customer prior to the event, adequate historical qc results were not available to assess the performance of the reagent prior to the event and therefore, a reagent related issue could not be confirmed nor ruled out as a contributing factor of the event. However, acceptable performance for vitros tropi es reagent lot 3690 was obtained following ortho fe actions. Furthermore, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3690 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be ruled out as contributing to the event. Ongoing tracking and trending of complaints has not identified any signals that would suggest there is a systemic issue with vitros tropi es lot 3690.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report a non-reproducible, higher than expected troponin I result obtained from a single patient sample using vitros troponin I es (tropi es) reagent on a vitros eciq immunodiagnostic system. Patient sample result of 0.164 ng/ml vs. The expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropi es result was reported from the laboratory. The patient was sent to urgent care and redrawn and a negative result was obtained. No treatment was initiated, altered or stopped based on the initial non-reproducible, higher than expected result. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).